Manufacturer narrative:
H3 other text : suspect product discarded.

Event description:
On 15feb2024, a johnson and johnson sales representative sent an email with a complaint of keratitis from an eye care provider (ecp) in canada. On (B)(6) 2024, an eye care provider (ecp) in canada reported giving a patient (pt) 5 trial acuvue® oasys 1-day with hydraluxe® brand contact lenses (cl) in (B)(6) 2023. The pt used a trial lens last week and was diagnosed with acanthamoeba in the right eye (od). The ecp reported the pt had a positive culture and is under the care of a cornea specialist. The pt ¿may be on 4-5 eye drops, taking medication every 1/2hour,¿ but additional information regarding the treatment is unknown. The ecp reported that the pt¿s family member ¿did not believe the patient had been swimming or near any other water source while wearing the lenses and stated the patient rarely wears the lenses.¿ the pt¿s contact information was provided for additional medical and product information. On (B)(6) 2024, a call was placed to the pt for additional information. A family member reported the pt ¿only tried a couple of trial lenses.¿ on (B)(6) 2024, the pt woke at 2:00 am with severe pain in the left eye (os). The family member confirmed the os is the affected eye, not the od as initially reported. The pt went to an emergency room on (B)(6) 2024 and was advised there was a ¿corneal laceration that turned into an ulcer os.¿ the pt was sent to an ophthalmologist on (B)(6) 2024 and diagnosed with an ¿eye infection.¿ a culture was also performed on (B)(6) 2024. The pt is currently being seen by a 2nd ophthalmologist. The pt is prescribed tobramycin and ciprofloxacin every hour, prednisolone four times a day (qid), ciloxan ointment at night and doxycycline 200 mg daily (qd). The pt reported a headache today and was advised the headache was ¿from the doxycycline that the pt started yesterday.¿ the pt reported the os pain has lessened from a ¿6 to 2-3 within the past 5 days with treatment.¿ the family member reported the os is ¿better compared to last week and the eye infection is slowly going away,¿ but the pt remains photophobic. The family member reported that the pt was ¿not around any water source, no shower or swimming while wearing the lenses.¿ a follow-up appointment is scheduled for (B)(6) 2024. The pt will request the medical reports. Phone calls were placed to the pt¿s treating ophthalmology office for additional medical information on (B)(6) 2024, but nothing additional was provided. Additional calls were placed to the pt for medical information on (B)(6) 2024, but nothing additional was provided. The suspect lot number is unknown. The suspect os cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed if applicable. .